Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H3: device evaluation: customer reports of degeneration, stenosis, calcification, thickening, and leaflet motion restriction were confirmed through observed calcification and host tissue overgrowth. Report of regurgitation was confirmed through observed leaflet tears. Commissure 2 and commissure 3 appeared bent. Heavy calcification was observed on leaflets 1 and 2, and moderate calcification on leaflet 3. As received, extrinsic calcific deposits were noted on the free margins of leaflet 1 and leaflet 2. Moderate to heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6.5 mm on leaflet 2 on the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2 mm on leaflet 1 on the outflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect. Leaflet 1 had a 4 mm tear near commissure 1, and a 2 mm tear near commissure 2. A tear approximately 2 mm long was observed on the free margin of leaflet 1. Mechanical damage mark was observed on the outflow aspect of leaflet 2. Damage appeared to be serrated and did not penetrate leaflet. Calcification was evident near the tears. Host tissue overgrowth and calcification restricted leaflet mobility and led to stenosis. Sewing ring was cut off around the valve on the inflow aspect and exposed the wireform. Multiple fragments of the cut off sewing ring was returned with valve. Wireform was also exposed on commissures 1 and 2.h10: updated sections d10, h3, and h6.

Manufacturer narrative:
UDI #: (B)(4). The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported via the implant patient registry that a 21mm bioprosthetic aortic valve, implanted for three (3) years and 11 months, was explanted due to early degeneration, severe stenosis, moderate regurgitation, moderate thickening and moderate calcification of leaflets, and severe restriction of leaflet motion. The explanted device was replaced with a 21mm valve. This valve fit snugly with no perivalvular leak and excellent function by echo. Patient tolerated the procedure well and left the or for recovery in stable condition. The patient was discharged on pod #5 in good condition.